Manufacturer narrative:
Additional information: section d.6b. Advanced bionics considers the investigation into this reportable event as closed. The recipient has reportedly healed. The recipient is using the device. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing pain and itching at the magnet site. The recipient's magnet strength was reviewed and adjusted. The recipient underwent an occipital nerve block procedure on (B)(6) 2025 with bupivacaine.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.